Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of myopotential oversensing were noted due to noise on the atrial lead. The noise was reproduced in real time. The patient will continue to be monitored and was stable with no consequences.